Manufacturer narrative:
Follow-up from 01-jul-2016: follow-up attempts have been completed, with no response to date. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain /sharp stabbing pelvic pain / cramping and tubal pain. She is going to have her tubes removed or a hysterectomy. These events are listed in the reference safety information for essure. Pelvic/tubal pain may occur with essure therapy. In this case, it was reported that she experienced these events since essure procedure. Based on a compatible temporal relationship and in the lack of alternative explanation, a causal relationship between these events and essure cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious events were reported. The product technical analysis could not be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Despite follow-up attempts, no further information was obtained.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5061439) in united states on 05-may-2016 referring to herself. The consumer had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. Consumer stated that she has had problems since essure procedure done: chronic pelvic pain /s harp stabbing pelvic pain / cramping, severe chronic fatigue, vitamin d deficiency, weight gain, severe bloating-up two sizes, headaches, breast pain, breast tenderness, dizziness, blurred vision, itching, boils, cysts, acne, abdominal spasm / abdominal fluttering, abdominal twitching, urgent urination, frequent urination, loss of sex drive, pelvic pressure after sex, spotting after sex, nausea, painful periods, period with large blood clots, horrible pms (premenstrual syndrome), hair loss, facial hair growth, mood swings, very irritable, anxiety worse, muscle aches, insomnia, restless, numbness in fingers/hands/legs/feet, tingling in fingers/hands/feet/legs, brain fog, forgetfulness, loss of concentration, dry skin, swellings legs/feet/hands, neck pain, contracting uterus, and tubal pain. She is going to have her tubes removed or a hysterectomy. Concomitant drugs includes: citalopram, hydroxyzine, omeprazole, tramadol, vitamin d2, tylenol and aleve. Quality-safety evaluation of product technical complaint (ptc): received on 27-may-2016: ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain /sharp stabbing pelvic pain / cramping and tubal pain. She is going to have her tubes removed or a hysterectomy. These events are listed in the reference safety information for essure. Pelvic/tubal pain may occur with essure therapy. In this case, it was reported that she experienced these events since essure procedure. Based on a compatible temporal relationship and in the lack of alternative explanation, a causal relationship between these events and essure cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious events were reported. The product technical analysis could not be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Further information has been requested.